Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and the color of the image from the dvi channel was red due to a faulty printed circuit board. Also, evaluation found an e204 error message was displayed due to a faulty printed circuit board, the general shield was corroded and rusty, and the usb interface was corroded due to fluid intrusion. The investigation is ongoing, and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the video system center there was a no output signal. The issue occurred during reprocessing. Patient was not under sedation. There was no delay and there was no patient harm associated with the event.

Event description:
The procedure was a diagnostic gastroscopy, completed using another device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is surmised that an image was not output due to faulty printed circuit board. Olympus will continue to monitor field performance for this device.